Manufacturer narrative:
Product analysis the partial lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced for system upgrade.  The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.